Manufacturer narrative:
E1: initial reporter facility name- (B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right vertebral artery. A 4.0mmx19mmx150cm express sd stent was advanced for treatment. However, it was noted that the tip of the stent was slightly fractured and it could not reach to the lesion. The procedure was completed with another of the same device. The were no complications reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. It was noted that the stent struts was kinked and the device was completely removed by simply pulling it out.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university. Device evaluated by MFR.: the returned product consisted of an express stent balloon catheter. The stent was tightly crimped over the tightly folded balloon. The device was bloody. Analysis of the tip, stent, balloon, and inner/outer shaft included microscopic and visual inspection. Inspection revealed a kink in the stent located 20mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right vertebral artery. A 4.0mmx19mmx150cm express sd stent was advanced for treatment. However, it was noted that the tip of the stent was slightly fractured and it could not reach to the lesion. The procedure was completed with another of the same device. The were no complications reported and the patient's status was stable. It was further reported that the target lesion was 80% stenosed, severely tortuous and severely calcified. It was noted that the stent struts was kinked and the device was completely removed by simply pulling it out.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right vertebral artery. A 4.0mmx19mmx150cm express sd stent was advanced for treatment. However, it was noted that the tip of the stent was slightly fractured and it could not reach to the lesion. The procedure was completed with another of the same device. The were no complications reported and the patient's status was stable.